Event description:
The facility's biomed reported a fail code 512, which occurred during biomed testing. Additional contact information was requested but no additional contact was identified. The biomed stated that there have been no reports of any patient incident involving this pump since the baxter service event.